Event description:
During a laparoscopic nephrectomy, the subject device did not work. The result of the evaluation in olympus medical systems corporation (omsc), it was found that the ptfe pad of the subject device was partially worn away. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially worn away. There were contact marks on the surface of the probe and the grasping section. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Consider the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.